Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up with blood glucose of 496 mg/dl and needed assistance with bolus wizard. Customer received assistance and declined troubleshooting for high blood glucose.